Event description:
It was reported that during the stent coiling procedure the physician exchanged a micro catheter with the subject microcatheter during the primary access. Radiopaque marker (ro marker) on the tip of the subject micro catheter was not visible when passing through the intermediate catheter. The physician still continued the procedure to deploy a flow diverting stent with the same subject microcatheter because the access to the target site was very difficult. The physician deployed the flow diverting stent just by visualizing the stent through the patients anatomy as per his previous multiple experiences with the flow diverting stent. Resistance was felt while passing the subject micro catheter through the coil mass and navigating into the middle cerebral artery (mca). The coil mass was seen to be moving as the subject microcatheter was advanced past it. The tip of the subject micro catheter dislodged in the fetal pcomm behind the coil mass into a smaller vessel. The dislodged tip of the subject microcatheter was inaccessible and was left inside the patients anatomy. The physician replaced the subject device with a new device and continued the procedure. Surgical delay of unknown time was reported during the procedure. The patient was heparinized and was in dap protocol due to stent coiling procedure. Patient was discharged from the hospital the day after the procedure and is doing well. No other information on clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed with the device and the hub. During visual inspection, the catheter distal shaft was stretched. The catheter tip was severely damaged and the marker was detached. The catheter hub was intact on return. The catheter became detached when trying to advance the evolve delivery wire. There was a delivery wire returned inserted in the catheter shaft. The delivery wire was kinked/bent. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the device would be indicative of the as reported defect. It was seen that the microcatheter was severely damaged, and the ro marker was detached. As per additional information the microcatheter came in contact with the coil mass as it tracked over the wire which may have contributed to the event. The patients anatomy was said to be very challenging which also may have contributed to the event. The as reported 'ro marker(s) detached/separated/not visible under fluoroscopy', 'catheter tip broken/fractured during use', 'un-retrieved device fragments', 'catheter shaft difficulty advancing' , 'device interaction with another device' and as analyzed ¿catheter tip broken/fractured during use', 'ro marker(s) detached/separated/not visible under fluoroscopy', 'catheter shaft damaged' and ' catheter shaft stretched' will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the stent coiling procedure the physician exchanged a micro catheter with the subject microcatheter during the primary access. Radiopaque marker (ro marker) on the tip of the subject micro catheter was not visible when passing through the intermediate catheter. The physician still continued the procedure to deploy a flow diverting stent with the same subject microcatheter because the access to the target site was very difficult. The physician deployed the flow diverting stent just by visualizing the stent through the patient¿s anatomy as per his previous multiple experiences with the flow diverting stent. Resistance was felt while passing the subject micro catheter through the coil mass and navigating into the middle cerebral artery (mca). The coil mass was seen to be moving as the subject microcatheter was advanced past it. The tip of the subject micro catheter dislodged in the fetal pcomm behind the coil mass into a smaller vessel. The dislodged tip of the subject microcatheter was inaccessible and was left inside the patient¿s anatomy. The physician replaced the subject device with a new device and continued the procedure. Surgical delay of unknown time was reported during the procedure. The patient was heparinized and was in dap protocol due to stent coiling procedure. Patient was discharged from the hospital the day after the procedure and is doing well. No other information on clinical consequences were reported to the patient due to this event.